Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Using the pod 5 / page 44: warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Living with diabetes 9 / page 107: advises: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The mother reported that the customer is experiencing severe reactions to the pods. There is itching while wearing the pod and skin came off. There was also bleeding and swelling. The patient saw the doctor, was diagnosed with mellitus without complication, and treated with triamcinolone 1% cream and protector barrier wipes. Pod worn longer than 48 hours.